Manufacturer narrative:
If implanted, give date: event occurred on (B)(6) 2017. Unknown if the lens was implanted. If explanted, give date: unknown if the lens remains implanted. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that while loading the zcb00 16.0 diopter into patient's eye, vitrectomy had to be performed. The lens got scratch but there was no patient injury. No further information was reported.